Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported per the ventricular assist device (vad) coordinator that the patient had a gastrointestinal (gi) bleed on (B)(6) 2021. The patient was given an esophagogastroduodenoscopy (egd), capsule endoscopy, and colonoscopy with no source of bleeding found. The patient also experienced fatigue and had a hemoglobin drop. The patient also reportedly had dark stools and was treated with blood products and intravenous proton pump inhibitors (ppis).